Event description:
An optometrist reported that a pt presented in 2003 with complaints of foreign body sensation, watery discharge and moderate redess for 2 days in their left eye associated with wear of focus night & day lenses. Pt reported waking up in the night with initial pain, which has since resolved, but now has cloudy vision. Diangosed with para-central sterile corneal infiltrates with associated corneal edema and guttata. Pinpoint staining present over area, but no cells or flare present. No culture taken. Contact lens wear discontinued & treatment begun with muro 128 5% 2 times per day & predforte 1% 4 times per day. Condition resolved with no scarring and no loss of visual acuity. Pt resumed daily wear lens wear schedule. No further info is available at this time.